Event description:
The customer reported the system would not produce fluoroscopic x-rays. The fse noted the system displayed a communication error message, which rendered the system inoperable. The system regained functionality after it was rebooted. There was an intermittent of system functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock coin battery. The system operates as intended.